Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The sample was received without its original packaging or a label. As the sample was being disinfected and prepared for analysis, a leak was found at the junction of the main line and the red ¿t¿ connector. No defects were observed on the product during the initial visual inspection. However, an additional inspection was performed on the assembly of the main line, specifically at the connection to the red ¿t¿ connector. This inspection found that the tubing had a presence of solvent, however, there was a delamination from the wall of the main line to the wall of the red ¿t¿ connector. No other problems or abnormalities were identified during the evaluation. The observed defect may be attributed to improper assembly during the manufacturing process, with several potential contributing factors. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based on the sample evaluation, the reported issue was able to be confirmed.

Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the rn. Within the first fifteen minutes of treatment, it was reported that the patient care technician (pct) noted a few drops of blood on the lower lip of the machine. The pct was unsure where the blood came from, and the treatment was continued. Approximately one hour after the start of treatment, the rn realized there was a leak coming from the tubing. The blood leak was coming from the red connector piece on the arterial line where the tubing connects, directly below the heparin administration line. There were no machine alarms that occurred. There were no obvious signs of any damage or defects at the leak location. The rn said the connection did not seem to be secure enough. Per the rn, there were no changes or disruptions in pressure that could have caused the leak. Additionally, there were no leaks noted during the prime. Once the leak was identified, the rn stopped the blood pump and returned the patient¿s blood. Estimated blood loss (ebl) due to the leak was 1 to 2 ml. It was confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the rn. Within the first fifteen minutes of treatment, it was reported that the patient care technician (pct) noted a few drops of blood on the lower lip of the machine. The pct was unsure where the blood came from, and the treatment was continued. Approximately one hour after the start of treatment, the rn realized there was a leak coming from the tubing. The blood leak was coming from the red connector piece on the arterial line where the tubing connects, directly below the heparin administration line. There were no machine alarms that occurred. There were no obvious signs of any damage or defects at the leak location. The rn said the connection did not seem to be secure enough. Per the rn, there were no changes or disruptions in pressure that could have caused the leak. Additionally, there were no leaks noted during the prime. Once the leak was identified, the rn stopped the blood pump and returned the patient¿s blood. Estimated blood loss (ebl) due to the leak was 1 to 2 ml. It was confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.